Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported the patient was hospitalized in 2008, due to an incident of hyperglycemia. The reporter states that the same day, the patient's blood glucose began to run high. Upon admission, his blood glucose was 1400mg/dl. He was removed from the device and has been using injections of insulin since the hospitalization. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.